Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17907, 1627487-2021-17909. It was reported the patient¿s leads migrated. Surgical intervention took place wherein two leads were explanted and replaced. Note: it is unknown which two leads are liable, as such all leads are being reported.

Event description:
Additional information received indicates the patient had fallen and migration was confirmed by x-ray.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.